Event description:
It was reported the customer had a no delivery alarm. The customer's blood glucose was 402 mg/dl. Customer treated their blood glucose with a bolus delivery. Customer did not troubleshoot for the no delivery alarm as they already completed an infusion set change. The customer also reported their insulin pump was not vibrating or alarming when the customer had low blood glucose. Customer reported experiencing high blood glucose and their insulin pump did not alarm them. It was found the insulin pump passed troubleshooting. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.